Manufacturer narrative:
The customer reported a bubble formed in the rubber portion, and returned one photo of the incident, of material 2426-0007, lot unknown. The photo verified the complaint of tubing ballooning. There is no physical sample available. The root cause of this failure could not be identified without a failure investigation. There is a potential root cause for ballooning related to clinical practice. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air bubbles. The following information was received by the initial reporter with the following: it was reported by the customer that received another report involving the same product and issue. They recently experienced an event where a bubble formed in the rubber portion of the tubing.